Event description:
Boston scientific crm received information that this pacing system was explanted, due to infection. This right ventricular lead had previously been surgically abandoned due to a fracture.

Manufacturer narrative:
No other adverse events have been reported. This issue will be re-evaluated if additional information is received.